Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during advancement of the 26 mm sapien 3 ultra valve through the 14f esheath, the expandable portion of the esheath was perforated. The operator said he felt resistance but did not feel it was substantially more than normal. The patient had tortuous anatomy which was heavily calcified. They were able to pull the valve back into the sheath and remove the system without injury to the patient. There did not appear to be any valve struts protruding out of the sheath. New devices were used successfully, and the patient was not harmed. The device was returned for evaluation. Per pre-deco observations of the device, there was a liner tear from strain relief approx. 6.5 inches in length and a liner strand approx. 1.25 inches from the strain relief.

Manufacturer narrative:
The sheath was returned with 26mm commander delivery system. The delivery system was returned in valve alignment position, locked, with no flex or fine adjust in use. The delivery system was fully inserted through the loader and partially through the esheath. Visual observations of the returned devices showed: liner torn from strain relief 6.5' in length. Sheath not fully expanded - unexpanded portion 4' in length. Tip remained unopened. Curvature observed on sheath shaft. Scratches observed along entire length of sheath shaft. Liner strand 1.25' from the strain relief. Upon removal of the strain relief, a liner tear extends until 1' from comnut. Residual fluid observed in balloon (approximately 1ml). Provided photo and 3mensio were reviewed and the following was observed: the crimped valve was exposed through the torn sheath liner. The patient's access vessels did not meet the minimum luminal diameter of the sheath (>=5.5mm). The access vessels of the patient had calcification and tortuosity present. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for 'sheath shaft resistance with delivery system,' 'sheath shaft liner torn,' and 'sheath shaft liner strand' were confirmed based on the provided imagery and visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. For the complaint of sheath shaft resistance with delivery system, per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The imagery review revealed the patient had heavily calcified, tortuous, and undersized access vessels. Scratches were observed on sheath shaft upon visual inspection, which indicates the sheath interacted with a calcified access vessel. Additionally, curvature was noted on the returned sheath likely due to tortuous anatomy. The presence of calcification and tortuosity, in addition to an undersized vessel, could create challenging pathway during delivery system insertion through the sheath and lead to high resistance and push force. As such, available information suggests that patient factors (calcification, tortuosity, undersized access vessels) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment. A CAPA has also previously initiated to investigate this issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. For the complaint of sheath shaft liner torn/sheath shaft liner strand, as reported per case notes, '26 mm ultra while tracking through the sheath perforated the expandable portion of the esheath.' Due to the observed resistance, excessive force was likely applied during delivery system insertion through sheath. The excessive force and manipulation could result in the crimped valve strut catch within the sheath, and subsequently tearing sheath liner. This additional force likely led to the liner strand as well. As such, available information therefore suggests that procedural factors (excessive device manipulation, valve strut caught on liner) may have contributed to the complaint event. Since no manufacturing non-conformances were identified and no IFU/training deficiencies were identified, no corrective or preventative action, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.